Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was receiving more pacing therapy than expected while cycling (using both arms). The increase in pacing therapy was likely the result of the rate response sensor. No adverse patient effects were reported.